Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time.

Event description:
It was reported that the right ventricular (rv) lead exhibited undersensing and high capture threshold measurements. An x-ray was taken which showed that the lead was dislodged. A revision procedure would be scheduled. At this time the clinic has not provided a revision date. The rv lead remains in service and no adverse effects were reported. Additional information was received that the rv lead was explanted and successfully replaced with a new lead. It was noted that the explanted lead is not expected to be returned for analysis.

Event description:
It was reported that the right ventricular (rv) lead exhibited undersensing and high capture threshold measurements. An x-ray was taken which showed that the lead was dislodged. A revision procedure would be scheduled. At this time the clinic has not provided a revision date. The rv lead remains in service and no adverse effects were reported.

Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time.